Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Hold for aw 1/21/21it was reported that signal loss occurred on for transmitter (B)(4). However, transmitter (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with (B)(4) bluetooth device was performed and passed. A review of the bin file was performed and loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable based on patient allegation confirmed but could not be reproduced with returned product. No injury or medical intervention was reported.